Manufacturer narrative:
The tech found the hex rod screw was broken off and the hex rod slid out of the caster. The tech replaced the hex rod and installed the screw to repair the stretcher.

Event description:
Info received indicates the caster is turning freely when in brake.